Event description:
The device was implanted in 1979. Pt started having problems two weeks after implantation. Pt had a surgery in 1980 and another in 1981 to remove scar tissues because the implants were encapsulated. Pt was supposed to have another in 1983 but pt had no funds. Thereafter there has been lots of flu like symptoms, pain on the left side because the capsule has ruptured and pt has gel under their arm. There is joint swelling, impaired vision. Pt now wears surgical mask to prevent infection because pt'simmunity is low.